Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced by a defibrillation lead during an upgrade to an implantable cardioverter defibrillator (ICD) and returned for analysis. The lead tested out of specification. No patient complications have been reported as a result of this event.